Event description:
The customer reported that during setup the system would not accept the cassette. The customer tried 3 different cassettes. A patient was on the operating room table and prepped. The surgeon cancelled 8 cases and rescheduled them for the same week. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system. A system message was found in the event log. The company service representative replaced the fluidics module. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).